Event description:
Following pump and catheter replacement surgery, the patient experienced withdrawal. It was confirmed that a priming bolus was completed following the replacement surgery. The drug programming including the dose and concentration was correct. The pump delivered hydromorphone 10 mg/ml at 1.797 mg/day. The patient was hospitalized. There were no pump alarms.

Manufacturer narrative:
(B)(4).